Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly and a21 alarm noted during test. Insulin pump received with cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had pump error alarm few weeks ago. Customer's blood glucose value was unknown. Customer also stated that insulin pump was rejected new battery couple times also crack above screen on right hand side. The device will not be returned for analysis.